Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error alarm during testing due to out of spec force sensor zero offset.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 177 mg/dl. Troubleshooting was performed. Customer was advised to the insulin pump requires replacement, to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.